Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This will be filed to report a clip that failed to establish final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The first clip was advanced into the patient. It was noted that while performing the efaa test the clip opened from 25 degrees to 60 degrees. Troubleshooting was performed but was unsuccessful. Subsequently the clip was removed and exchanged. The procedure was completed with two clips implanted and a resulting mr of grade <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.